Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that in the hospital ward, one day after the catheter was inserted, the medical solution used for the proximal lumen came out from the insertion site when the patient was in sitting position. The physician kept using it, but it happened again when the patient was in sitting position. As a result, the catheter was removed and a new one was used without issue. There was no reported delay, death or complications to the patient.